Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced an issue with the infusion set on (B)(6) 2025, the reservoir box and the injection set were crushed. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.